Event description:
Per arnp's narrative, a (B)(6) y/o male with history of t2dm, using insulin pen needles. Reports he has difficulty using smaller 4mm pen needles, injects at a 90 degree angle but with history of obesity, abdomen not sure insulin is getting in. Insulin often bubbles up under skin. Endocrine clinic nurse contacted pt by phone at home today to confirm he was performing pen injections correctly, (see endocrine note addendum (B)(6) 2018). In the past, has never had any difficulty using novofine 30g needles that are 8mm long. Also used correct injection technique with previous needles. Refusing to use 4mm pen needles. Used pen needle as directed for insulin injection. Dose or amount: 1 units, frequency: prn, route: sq. Dates of use: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.